Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported the nurse was unable to open the yellow luer so priming was skipped. The impella was placed, and the patient was reported to be doing well. The patient was transferred and an impella protected percutaneous coronary intervention was performed. The patient remained on impella support and was successfully weaned.